Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the day of the event, the patient was asked about the cgm reading by his parent, and their response showed that they were experiencing a hypoglycemic event and were experiencing disorientation. The mother performed a fingerstick and the cgm reading 129 mg/dl and the blood glucose reading was 29 mg/dl. The mother treated the patient by making him drink juice. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.